Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customers blood glucose value was 475 mg/dl at the time of incidence and current blood glucose value was 233 mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer also reported that insulin pump receives power loss alarm. Customer able to clear the alarm and did not receive the request to rewind the insulin pump. Customer had not received multiple power loss alarms when batteries are out of the pump less than ten minutes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08695 inches. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing.